Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were underfilled. The following information was provided by the initial reporter: "it was reported that tube looked full but after centrifuged, it was below the minimum line. Per email: we had a problem with the 1.8 sodium citrate tube lot #9227387. When it was drawn it looked like it was full but after it was spun it was below the minimum volume line so the techs rejected it. Is this just a fluke? Or am I missing something."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were underfilled. The following information was provided by the initial reporter: "it was reported that tube looked full but after centrifuged, it was below the minimum line. Per email: we had a problem with the 1.8 sodium citrate tube lot #9227387. When it was drawn it looked like it was full but after it was spun it was below the minimum volume line so the techs rejected it. Is this just a fluke? Or am I missing something."